Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 600 mg/dl on the continuous glucose monitor (cgm) and moderate ketones were present that the hcp identified as dangerous and life threatening. Cause was due to the pump shutting down. Customer administered a correction injection via mdi. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.